Event description:
It was reported to philips healthcare that the device couldn't acquire etco2 readings while in use on a patient. There was no negative patient impact.

Manufacturer narrative:
(B)(4).